Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that water was leaking at the end of the air filter line of the metering line. It was unknown if there was any patient involvement. Harm was not reported as a consequence of this event.

Manufacturer narrative:
One photo included from the customer confirmed the leak. Received one used list# unknown, dextrose 0.225% saline injection 500ml bottle; one used list# 142730490, plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in as received, some residuals observed, no physical damage or other anomalies. Primed the set at gravity pressure, leak observed coming from the female adaptor / air filter assembly. Confirmed the customer complaint of water leaking, the leakage occurred at the tubing/burette port bonded connections. The probable cause was due to insufficient solvent coverage due to an error in the manual bonding process during manufacturing. A DHR lot# review could not be conducted because no lot number(s) was/were identified. Corrected information can be found in -d10. -d9 - date returned to mfg: 16may2025. -section e (throughout).